Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneous glucose (glu) and blood urea nitrogen (bun) results for two patient samples. The results were noticed within the laboratory after a spontaneous instrument reboot. The rerun of the patient samples after the reboot yielded higher results. The erroneous results were reported to the physician, but the physician was provided with the original and the rerun results for review prior to the initiation of patient treatment based on those results; therefore, patient treatment was not affected. The field service engineer (fse) inspected the instrument and determined that the cause of the spontaneous instrument reboot was likely due to a faulty uninterrupted power supply (ups), which customer purchased from an outside vendor. The quality control (qc) and calibration results for glu and bun failed after the spontaneous instrument reboot. The fse advised customer to replace the ups to prevent future spontaneous reboots. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).